Manufacturer narrative:
Device unique identifier (UDI) - (B)(4). Approximate age of device - 2 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The customer requested log file analysis on (B)(6) 2017 due to elevated pump powers. The manufacturer's technical services reported that the log file showed trajectory linked to the presence of thrombus. On 20oct2017, additional information was received and it was reported that the elevated pump powers and flows resolved on its own over a time period without medical intervention. The pump parameters returned to baseline and the patient was discharged home. The clinicians reported that thrombus cannot be ruled out with this event.

Manufacturer narrative:
The report that thrombus could not be ruled out and could not be confirmed through this evaluation. Analysis of the system controller log file confirmed elevations in pump power and estimated flow; however, a specific cause for this finding could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.